Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not feeling well. The customer stated they were currently under the care of their health care provider. The customer reported having high blood glucose and was treated with a bolus. The customer did not provide a value for their high blood glucose. The customer was advised to change the infusion set. The customer was able to complete the rewind process on the insulin pump. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.